Event description:
It was reported that there was oversensing and an apparent lead fracture. The atrial lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092-52 implantable pacing lead, (B)(6) 2007; 8637-20 implantable neuro pump, (B)(6) 2011; 8709sc implantable neuro catheter, (B)(6) 2011; 8835 neuro pump activator. (B)(4).